Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Prior to procedure, the patient was noted to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was located in the ramus with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5x20mm study stent with 5% residual stenosis, and timi 3 flow. The target lesion # 2 was located in the 1st obtuse marginal with 70% stenosis and was 22mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent with 1% residual stenosis and timi 3 flow. Three days later, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was admitted in the hospital. Three days later, the patient died due to cardiac arrest.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device is a combination product.

Event description:
Evolve ii clinical study- it was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina. Prior to procedure, the patient was noted to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was located in the ramus with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5x20mm study stent with 5% residual stenosis, and timi 3 flow. The target lesion # 2 was located in the 1st obtuse marginal with 70% stenosis and was 22mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent with 1% residual stenosis and timi 3 flow. Three days later, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was admitted in the hospital. Three days later, the patient died due to cardiac arrest. It was further reported that per death certificate, the immediate cause of death was "anoxic encephalopathy due to drowning" and not related to the study device.